Event description:
During an in-clinic follow-up, episodes of loss of capture and loss of sensing were observed on the atrial lead. Fluoroscopic imaging was performed, and the atrial lead was found to be dislodged. A revision procedure was performed, and the atrial lead was successfully repositioned to resolve the event. The patient was in stable condition.